Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2014. The patient manages their diabetes using pills, diet and/or exercise. The patient denied making any changes to her usual diabetes management routine in response to the reported issue. On (B)(6) 2014 at approximately 3am, the patient reported waking up and experiencing symptoms of ¿shaky and cold sweats¿, approximately 33 hours after the alleged power issue began. In response to these symptoms the patient self-treated by taking some food and/or drink as well as 1 glucose tablet (approximately 4mg). The patient denied receiving any additional form of medical intervention after the alleged power issue occurred. At the time of troubleshooting, the csr confirmed that the meter battery did not require to be replaced, it was not the first use of the product and that the meter did not turn on when the power button was pressed. The csr was unable to confirm if the correct test strips were being used as it was noted the patient did not have any. The csr was unable to resolve the issue during troubleshooting, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.